Manufacturer narrative:
Stryker evaluated the customer's device and duplicated the reported issue. Stryker replaced the device's system pcb assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
It was reported to physio-control, "equipment when turned on, turns off suddenly after 1 or 2 seconds". In this state, the device may not be able to deliver defibrillation therapy if needed. There is no report of patient involvement associated to this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control, "equipment when turned on, turns off suddenly after 1 or 2 seconds". In this state, the device may not be able to deliver defibrillation therapy if needed. There is no report of patient involvement associated to this event.